Manufacturer narrative:
Additional information : device manufactured between may 28, 2019 to may 30, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak from the right side of the fill port weld. The reported condition was verified. The cause of the condition could not be determined, however, a likely cause of variation in the manufacturing equipment weld process was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5092949. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the port with the green clip. This was identified during medication production. There was no patient involvement. No additional information is available.